Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, in order to reimplant the patient with a longer electrode. The patient was reimplanted with another cochlear device during the same surgery.